Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device may have reached possible premature battery depletion. The patient contacted the physician and stated that the device battery seems to be depleted. The device remains in use and may be replaced in the future. No patient complications have been reported as a result of this event.